Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator. It was reported that the patient originally had success with the system, but was having a loss of efficacy. This issue was noted to be ongoing. . On (B)(6) 2019 clinical update (sdy, hcp): additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the patient had botox administered on (B)(6) 2019. Additional information was received on 2021-08-11 and it was started that the entire system was explanted and resolved without sequelae (B)(6) 2021.no further complications were reported/anticipated at this time.